Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed pulse testing) was confirmed. As received, the belt failed incoming testing as it would not communicate with a test monitor. Upon evaluation, there was thermal damage to the u727 and u728 components on the distribution node (dn) pca board. A root cause investigation into the damaged components determined that conductive gel from the therapy electrodes ingressed into the therapy electrode enclosure, causing a short on the therapy electrode pca. The short caused the thermal damage on the distribution node pca. An internal corrective action has been issued. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor returned an electrode belt indicating that it failed pulse testing.